Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An attempt was made to use two resolute onyx drug eluting stents (des) and one resolute integrity drug eluting stent (des) to treat a patient. One of the resolute onyx devices was inspected before use with no issues noted, and the lesion was pre-dilated. It was reported that the three devices used detached, cracked or fractured. It was detailed that the stent fractured. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis: the device was received for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the mid stent wrap with struts raised. No deformation was evident to the distal tip. No other damage was evident to the remainder of the device. Additional information the stents were deformed as a portion of the stent was noted to be "sticking out" upon removal from its housing. The first two stents (rsint25026x and ronyx20030x) fractured during their attempt in positioning the stent upon opening. The stents were not implanted in the lesion. Intervention was not required to remove these devices from the patient. It was later reported that these two stents (rsint25026x and ronyx20030x) were not used inside the patient. The fractures were noted upon opening the packaging. It was also later reported that the resolute integrity stent (rsint25026x) did not dislodge inside the patient. The third stent (ronyx20018x) was noted to be fractured when attempting to load onto the wire outside the patient body. This device was not used in the patient. There were no device detachments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: the devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices, but was noted at the site of the lesion. Excessive force was not used during delivery. The first two stents fractured during their attempt in positioning the stent and the third stent was noted to be fractured upon opening. No other issues were noted with the three devices. Correction: one of the resolute onyx devices was inspected before use with no issues noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.